Manufacturer narrative:
Corrected data: initial report inadvertently reported the incorrect event date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was identified on a patient's device during system and normal mode diagnostics, which may have been related to a fall the patient had about 6 weeks prior. The patient did not have any adverse events. The generator was not disabled. X-rays were taken and provided to the manufacturer. The lead pin did not appear to be fully inserted into the generator, and the generator appeared to be low in the patient's chest. No surgical intervention has occurred to date.

Event description:
The patient's seizures worsened, and the patient was referred for revision surgery. New x-rays were provided to the manufacturer, and the lead pin did not appear to be fully inserted. No gross fractures were visualized. No known surgical intervention has occurred to date.